Event description:
It was reported by the rep that the one hp052 was used during a laparoscopic nissen procedure. It was reported that the handpiece showed frequent lockout with an lcsc5. Troubleshooting was performed by attaching, re-attaching blade. A solid tone continued and the test tip revealed a handpiece problem. The case was almost over and completed with scissors and cautery. A second generator was also tried and did not work. There was no pt consequence.